Event description:
We received the user facility report (B)(4) from the university of (B)(6) hospital in (b)(64). It was reported that on (B)(6) 2011, when starting the ventilation of a patient, the ventilator made a vibrating sound from the exhalation valve, but appeared to ventilate and oxygenate the patient.

Manufacturer narrative:
The device was checked on customer site by draeger service, but the cause of the problem could not be identified. It was decided to replace the whole device and to investigate the phenomenon in the draeger workshop. The investigation revealed that a wire of the cable harness of the exhalation valve was broken. Due to this the oscillation damping of the exhalation valve was not sufficient, causing the reported behaviour. The vibration was visible as small saw teeth on the exhalation part of the flow curve. The sound was immediately recognized by the users. No general problem concerning this cable harness is known. The problem was obvious for the users and had no relevant influence on ventilation. Nevertheless, if the observed problem disturbs ventilation, the ventilator would generate the corresponding alarm as soon as an alarm limit is crossed.